Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer had a blood glucose of 449 mg/dl. The customer changed out the infusion set and the blood glucose kept going up. The customer's blood glucose is now 428 mg/dl. Nothing is returning.